Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in patient use. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The customer elected not to accept the service quote and there were no repairs made by philips for this reportable issue.